Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the probe tip was damaged and there were deep scratches at the opening. The bending section rubber glue was cracked and the image guide bundle had breakage. The ultrasound had a broken element and there were scratches at switch 4. The customer sticker on the body control unit was illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii ultrasonic bronchofibervideoscope had distal end damage. The issue was found during reprocessing. There was no patient harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why the probe tip was damaged could not be determined. As to the handling methods of the subject device, the reported phenomenon might be prevented by following the contents described in the instruction manual. Chapter 3 "preparation and inspection" 3.2 "inspection of the endoscope" "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.